Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There are no other complaint reports in this lot of product. This report was mailed to the FDA on: 10/10/2007. Additional information was requested on 09/11/2007, 09/17/2007 (twice).

Event description:
The surgeon stated, his patient reported blurry vision at near distances following bilateral intraocular lens (iol) implant surgery. It was reported the patient stated, he cannot read at near distances and there is a shadow on the letters at near distances only. Additional information was received. The consumer reported, his vision is better in his left eye than his right eye. He reported, it is difficult for him to do his work due to his blurry vision and he has difficulty adjusting to the sunlight when going outdoors even when he wears sunglasses. Additional information has been requested. Manufacturer's report numbers: 1119421-2007-00405 (first eye). 1119421-2007-00406 (second eye).